Event description:
It was reported that balloon rupture occurred. The patient presented with arteriosclerosis obliterans. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.0mmx40mmx135cm sterling balloon catheter was advanced for dilation. However, during first inflation at 8 atmospheres for several seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported. The patient status was good.